Event description:
The customer reported the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
The customer cleared the fault. No ge service was provided.